Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, after five days, route not reported) and fortum injection (1 gram, daily, route not reported) for peritonitis. At the time of the report, the patient outcome was unknown, antibiotic therapy and dianeal therapy were ongoing. No additional information is available.